Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high thresholds were noted on the right ventricular (rv) lead. The pacing output was increased and the rv lead remains in use. No patient complications have been reported as a result of this event.